Manufacturer narrative:
Patient information is not available for reporting. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2017, the surgeon was using the pedicle probe to create a hole in the pedicle for screw insertion per operative technique. The distal tip (2/3cm) of the pedicle probe snapped as he was doing this. Surgeon retrieved the two broken off pieces and handed it to the scrub nurse. The procedure continued using another pedicle probe. There was no patient harm and the procedure was completed successfully as another pedicle probe was used. All broken off fragments were removed and the surgery was not prolonged. This report is for one (1) pedicprobe ø2.8 l230. This is report 1 of 1 for complaint (B)(4).